Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported limited activities related to metallosis and pseudotumor, limited range of motion, limited ambulation, seroma, patient unable to exercise, and anticipated reconstructive surgery. Medical records reviewed and reported soft tissue edema, small area of pseudomass of metal on metal debris, a suspected lateral cortical fracture with soft tissue edema/ partial tearing of adjacent musculature. Revision surgical report noted a 10x10cm pseudotumor, heterotopic ossification that was debrided, sciatic nerve compression, complex wound of the hip and the liner was fairly difficult to remove. There was no report of popping, fracture or instability. Lab results for metal ions were less than 7 parts per bllion. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2013. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient has suffered discomfort, pain, popping, a loose feeling in the replacement joint, soft tissue damage and inflammation and minor difficutly ambulating.